Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# 650-1055 lot# 3123626 cer bioloxd option hd 28mm. Cat# 650-1068 lot# 3111626 cer option type 1 tpr sleve +6. Cat# 51-145130 lot# 6209866 tprlc xr mp t1 pps 13x111mm. Cat# 110010262 lot# 6312347 g7 osseoti multihole 48mm c. Cat# 010000996 lot# 6263545 g7 screw 6.5mm x 15mm. Cat#010001000 lot# 6219960 g7 screw 6.5mm x 35mm. Cat# 010001000 lot# 6245599 g7 screw 6.5mm x 35mm. Cat# 110024461 lot# 806990 g7 dual mobility liner 38mm c. G2: foreign: japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the surgeon. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently the patient dislocated. During the closed reduction, the bearing and head disassociated, and the patient underwent a second revision on approximately 3 years post implantation.